Event description:
It was reported that during ep evaluation, upon interrogation, multiple episodes of vt were observed. It was noted that a cardiac cath and vt ablation were performed day apart. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.